Manufacturer narrative:
Failure analysis attached.

Event description:
Patient wearing unloader one off-the-shelf knee brace had MRI performed prior to knee surgery due to discomfort in the calf. MRI displayed a torn calf muscle.